Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced intermittent elevated blood glucose (bg) levels up to 450 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, customer is in contact with their health care provider (hcp) to determine the cause of their elevated bg levels. Recommendation was made to continue to consult with their hcp regarding diabetes management.